Manufacturer narrative:
Device eval: visual examination of the stent revealed damage. Some proximal stent struts were bent back distally and others were mis-aligned throughout the length of the stent. The tip was slightly flared. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. A review of the mfg history record for this device confirmed that the device met its material, assembly and product specs at the time of its release to distribution. The root cause of the complaint incident could not be identified.

Event description:
This complaint is now reportable based on the analysis completed on 05/23/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the stent would not cross the lesion. The lesion being treated was located in the left anterior descending artery. The physician attempted to place a 3.00x32mm taxus express2 drug eluting stent but had difficulty crossing the lesion. The procedure was not completed due to this event. However, the returned product confirmed that there was stent damage.